Event description:
(B)(4) started having sever back and joint pain. Has gotten worse over the years. Heavy bleeding and blood clots. Vit d and b12 deficiency. Teeth just breaking. Many more side effects as well. No energy. Can't sleep, weight gain, and foggy memory. No energy.